Manufacturer narrative:
The reported event of sensing noise was not confirmed. Final analysis found a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies on the returned portion of lead.

Event description:
New information received indicates the patient passed away due to unknown reasons. There is no known allegation from a healthcare professional that the patient's death was related to the dual chamber implantable cardioverter defibrillator system or related procedure.

Event description:
New information received indicates that the lead was explanted. No additional information was received.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise that was oversensed by the device. Multiple episodes of automatic mode switch were noted. The noise was not reproducible in clinic. No intervention was performed. There were no patient consequences.